Event description:
Update 1/6/2014 - litigation papers received. Doi provided. Litigation alleges disability. There is no new additional information that would affect the investigation. The complaint was updated on: 01/12/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2014 - plaintiff¿s preliminary disclosure form was received, which identified lot information for the cup and head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(6) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to elevated metal levels and metallic changes. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.